Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for unknown contamination. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: b5, d8, d9, h3, h4, h6, h10. Corrected: b3. This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. Upon review of the information provided by users regarding the facility cleaning disinfection and sanitization (cds) practices, no obvious deviation from IFU was identified. The device was returned to olympus for evaluation and no abnormalities were identified that might contribute to the positive culture. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, the reported event was not confirmed, as the scope was not microbiologically tested. The following is included in the device IFU: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information/culture results reported by the customer: sampling from: scope washing, cfu: 50-99cfu, bacterial identification: pseudomonas aeruginosa. Sampling from: scope washing suction connection, cfu: 10cf, bacterial identification: pseudomonas aeruginosa. Sampling from: scope washing suction valve, cfu: > or = to 10cfu, bacterial identification: pseudomonas aeruginosa. Sampling from: scope washing suction connection, cfu: > or = to 10cfu, bacterial identification: pseudomonas aeruginosa. Sampling from: biopsy, cfu: > or = to 10cfu, bacterial identification: pseudomonas aeruginosa.